Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in resetting it, after which the malfunction code did not recur. The customer received instructions to continue using the pump and to call back if any issues arise.